Event description:
It was reported the pt experienced grabbing and banding in ribs and around chest. The pt also reports a painful pocket at all times and burning dysesthesia when ipg is on. The pt has had a revision in the past with positive results for several months, but noted an increased tenderness in the pocket since the surgery. The pt was frustrated and requesting removal of the system. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.